Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was also reported the cannula was possibly not inserted correctly into the infusion site; the cannula may have also been bent. These conditions could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Also, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Patient also reported the pink slide had not fully moved forward, indicating a needle mechanism failure occurred. When removed from the infusion site (arm), there was no puncture hole and the pod's cannula was found bent. Ketones were checked and results were very high as well. As treatment, a manual injection of insulin (4.5 units) was delivered.